Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The baxter eval could not reproduce the reported symptom but confirmed the occurrence of system error 322 through history log review. Further eval found the upper latch switch to become intermittently open which could cause the system error 322. The upper auxiliary flex will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has alarmed system error 322 multiple times. The customer stated there was no pt injury and the device was being used in the ccu.